Event description:
It was reported that a fiber broke during a procedure and that a fiber break may have resulted in a burn to the finger of the physician. The manufacturer has been unable to obtain any additional details in regards to this reported event. There was no report of any patient injury as a result of this event.

Manufacturer narrative:
It was reported that the device operator experienced a (superficial, FDA code 2685) burn to the finger as a result of this event.